Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent a breast augmentation revision with mentor smooth round moderate plus profile, 425cc saline breast implant has experienced left-sided capsular contracture grade unknown and wound infection post procedure. The patient reported that implant is higher and harder than the other and may have been overfilled, and that she is infected around her nipple, and it didn't heal so the dr kept on giving her antibiotics. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 17, 2023 indicated that the patient scheduled for removal on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).